Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium prime coil would not detach. The patient was undergoing treatment for a subdural bleed. The patient's blood flow was normal, and their vessel tortuosity was moderate. The patient was undergoing middle meningeal artery (mma) embolization to the right sided anterior middle meningeal artery branch. The coil was advanced without issue and successfully deployed within the mma branch. The instant detacher (ID) was then placed onto proximal pusher wire and detached. Upon removing the pusher wire, it was noticed the axium prime coil was still attached. The coil was repositioned and detachment was retried, but still the coil would not detach. The physician then manually broke pusher wire segment to manually detach coil and it still would not detach. The coil was removed and a replacement coil was detached without issue. It was reported that 3 detachment attempts had been made with the first ID, and 2 detachment attempts had been made with a second ID. Two manual detachment attempts had also been attempted. It was stated that there were no issues with the ID. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). It was stated the coil was hydrated vertically per FDA guidelines,  ancillary devices include an echelon 10 microcatheter.

Event description:
Additional information was received that there were no issues noted prior to coil non-detachment. There was no pushwire damage observed after removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Equipment used: video inspection system (m-85519) with microscope, ruler (m-83361), camera (panasonic lumix dmc-zs5) document used: n/a as found condition: the axium prime coil was returned for evaluation within the outer carton; inside of a biohazard bag and a shipping box. There was no instant detachers returned with the coil. Damage location details: the implant coil was still attached to the pushwire. No damages were found with the implant coil. The coin located against the lumen stop. The break indicator (manual detachment location) was still intact. No bend was found on the pushwire. The pushwire found broken at the positive load indicator; indicative that manual detachment was attempted at this location. The ai and coupler tubing were found missing and not returned. No other anomalies were observed. Testing/analysis: the implant coil detached successfully by breaking the break indicator and pulled back the release wire (manual detachment location). No issue was observed during manual detachment. Conclusion: based on the analysis performed, the axium prime coil was confirmed to have "non-detachment" issue as the pushwire was returned with the implant coil was still attached. However, the implant coil detached successfully by breaking the break indicator and pulled back the release wire (manual detachment location). The cause of the "non detachment" could not be determined. Since the ai and coupler tubing were not returned; therefore, mechanical detachment via this method could not be confirmed. In addition, any contribution of the ai and coupler tubing to the "non-detachment" issue could not be determined. *note: per the axium prime coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.